Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient using an external neurostimulator (ens). It was reported that during the implant of procedure of the trial lead on (B)(6)2018, the lead was found to have high impedances. The lead was replaced with a new lead, which resolved the high impedances. It was noted the trial lead with the high impedances would be returned to the manufacturer for analysis. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260 , serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-jul-18. The rep reported that it was during a trial and they recorded both serial numbers. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4)2018. It was reported that the trial lead was discarded. There were no further complications reported or anticipated.